Manufacturer narrative:
The insulin pump had button error alarm and no act button response due to flattened dome switch. The excessive no delivery test could not be performed or the motor error alarm verified due to the keypad anomaly. The motor passed the motor test. The device was also received with peeled keypad overlay near the up and down buttons, scratched lcd window, cracked case near display window corner, broken reservoir tube lip, cracked reservoir tube window and reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery alarms. The blood glucose at the time of the incident was 247 mg/dl. The customer also reported that the insulin pump has been dropped and the keypad overlay was falling off and she has to tape the reservoir due to a cracked reservoir compartment. Troubleshooting was not able to resolve the issue. The device was returned for analysis.